Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate for a similar reported event that had occurred at a later date. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue of the shutdown. Upon review of the iabp log files, the stm observed fault code #111 and fault code #112 logged which points to an issue with the cable/video generator board. The stm inspected the display to console video cable and observed that the cable was not fully seated in the connector on the video generator side. The stm reconnected the cable then completed preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown. It was described that the iabp unit generated a screeching sound, the screen went blank, and the iabp unit stopped pumping. The end user was unable to restart the iabp unit and a second iabp unit was placed on the patient. It is unknown if there was any patient harm/injury; however there was no adverse event reported.